Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine device replacement, this right ventricular (rv) lead could not be fully inserted into the replacement device. After several attempts, the lead was inspected at which time it was found that a portion of the seal ring had upturned. The seal ring was removed and the lead was able to be fully inserted into the device. The lead was subsequently secured and testing performed that returned measurements within expected range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.

Event description:
It was reported that during routine device replacement, this right ventricular (rv) lead could not be fully inserted into the replacement device. After several attempts, the lead was inspected at which time it was found that a portion of the seal ring had upturned. The seal ring was removed and the lead was able to be fully inserted into the device. The lead was subsequently secured and testing performed that returned measurements within expected range. No adverse patient effects were reported.